Manufacturer narrative:
Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right atrial (ra) lead exhibited oversensing noise. The right ventricular (rv) lead also exhibited oversensing noise, and short interval counts (sic). An rv lead fracture is suspected. Both the ra and rv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.